Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during priming/ setup there was a differential pump speed on the twin pump device. This caused a pump stop. No patient involvement. (B)(4).